Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed that the force sensor plate was visibly damaged. Eval also revealed that the force sensor resistance reading was out of calibration. During eval, the pump did not detect the cartridge during the load step.